Event description:
Patient was admitted to the hospital with significant chest pain. Patient's EKG was showing sensing malfunction of the pacemaker, switched from the ddd mode converted to vvi mode. Patient underwent explantation of the old pacemaker generator, clamping of the leads, and implantation of ddd pacer on the right side.~~~~~~~